Manufacturer narrative:
No malfunction suspected. The end user reported while operating the power wheelchair, the end user accidentally drove the power wheelchair into a kitchen appliance. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user reported driving into a kitchen appliance while operating the power wheelchair.